Manufacturer narrative:
Date of event is an approximate date.

Event description:
Information was received from a patient who was receiving baclofen (unknown) and fentanyl at an unknown concentration, dose and frequency via intrathecal drug delivery pump for non-malignant pain. It was reported that the patient was wanting to know if the alarm could be turned off. The patient alleged the pump was alarming or beeping, and stated the pump was doing the two tone alarm. The pss (patient service specialist) noted that the sounds was consistent with synchromed alarms. The patient mentioned the following possible alarm event: patient missed scheduled refill. The patient stated that she went to see a new doctor the date of this report and he told her they would not help her until she went back to see the surgeon. The patient stated that she told them she had been trying to reach the surgeon for 2 months and they were not calling her back. The patient stated that she had also called the hospital and verified the phone number and the hospital told her she had the right phone number. The patient stated that she was trying to find a doctor who would manage the pump. The patient was to follow up with the healthcare professional as a result of actions taken on the call. The pss sent physician listings to the patient and the patient stated that she was going to try to contact the surgeon. The patient reported that she was in excruciating pain and it was gradually getting much worse. The patient stated that the pump was alarming for "about two weeks" and the excruciating pain started occurring "about the last week." No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. The pump first alarmed in (B)(4) 2017 and was filled with saline on (B)(4), 2017. Then on 2017 (B)(4), the pump started alarming the second time. It was reviewed the sound was consistent with the pump alarms. It was noted the patient's previous doctor had lost his license. The patient was trying to find a new doctor, however all of the doctors were refusing to take on that doctor's patients. Additionally, the patient noted pain at the implant site since (B)(6) 2017, which had been getting worse this week. It was further stated the patient felt "flare up" type pain at the pump site. No further issues were reported or anticipated.